Manufacturer narrative:
One device was returned for analysis with complaint of damaged downstream occlusion (dso) seal. There was no relevant information in the event log. The device had not previously been in for service. Visual inspection found the dso seal was peeling, which indicates seal integrity is compromised and is a reportable malfunction. Replaced the dso seal. Device passed all testing criteria post repair.

Event description:
It was reported that the device had a damaged downstream occlusion (dso). Investigation found that the dso was peeling, which indicates seal integrity is compromised and is a reportable malfunction. The event occurred during testing and there was no patient involvement.